Event description:
It was reported that there was a history of intermittent far-field sensing on the atrial lead, as well as a slight increase in its impedance trend. It was noted that since the patient fell, in (B)(6) 2009, the atrial lead has had high thresholds. It was also reported that the device atrial capture management has been unable to take a measurement since approximately three months ago. The lead was capped and replaced, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.